Event description:
An male patient contacted lifecor customer support to report that the back therapy electrode pad's gel pack burst. He reported that there no alarms associated with the gel release. Support sent the patient a replacement electrode belt. Support received the electrode belt in 2007. The saw flags that indicated an arrhythmia alarm was given and the response buttons were used after the gel was released. Support contacted the patient to replace the monitor. Support received the monitor on 09/05/2007.

Manufacturer narrative:
Electrode belt 2007. Monitor 2007. Device evaluation summary: device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The monitor was found to be fully functional. All alarms were operational. It was restocked. The electrode belt was found to have a short circuit ECG b. The short was fixed. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this short circuit is unknown. The short circuit caused a false arrhythmia. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.